Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the vela suspect component and installed it in a known good unit. The unit was powered on in service mode and immediately went "vent inop". Several xdcr (transducer) faults were noted in the error log. The reported issue was duplicated and this issue will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported ventilator inoperable (vent inop), motor fault alarms triggered. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.